Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 10 of 12 of the same event. It was reported that during two separate joint reconstruction surgical procedures, it was discovered that eleven battery devices were damaged (fuses blown) by a bad battery reamer drill device that showed signs of a circuit board failure. The reporter was not able to identify how many battery devices were involved in each case that had tripped fuses. There were no delays to the surgical procedures as spare devices were available for use to complete both surgeries successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.